Event description:
While moving the empty kebo patient lifter, the scale indictor box shifted. Her left hand was placed on top of fthe indicator box and when box shifted her middle finger left hand was pulled down and onto the box. Or maintenance department had to be called to release and remove the box tofree her finger. The employee was taken immediately to the emergency room of our local hospital. The fingernail was pulled away from the nail bed at the cuticle end. She required sutures tothe finger which was also broken. She returned to work 21 days later following a release from her orthopedic physiciandevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.